Manufacturer narrative:
Product event summary: the full lead was returned and analyze. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure there was placement difficulty. There were high r-waves and once the lead was connected to the device the r-waves were low. It was noted that this was tried several times where the lead was repositioned and had good r-waves and then upon connection to the device r-waves had dropped and continued to drop. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.